Event description:
This is a spontaneous report by a nurse from (B)(6) of break in aseptic technique, hyperglycemia and peritonitis with culture positive for staphylococcus epidermidis in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date in 2010, the patient experienced increased blood sugar levels. On (B)(6) 2010, the patient was diagnosed with peritonitis and was hospitalized. The patient received unspecified antibiotic treatment for the peritonitis. The event of peritonitis was considered resolved in (B)(6) 2010. Pd therapy was ongoing. Upon follow-up on (B)(6) 2010, further information was obtained by the nurse. On an unreported date, the patient experienced a break in aseptic technique described as "the tube was separated at the connection during draining." The reporter believed the peritonitis was caused by a break in aseptic technique and the cause of the hyperglycemia was non compliance of diabetic drug or food. The patient was hospitalized from (B)(6) 2010. On (B)(6) 2010, the hyperglycemia and peritonitis were resolving.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.

Event description:
This is a spontaneous report by a nurse from the USA of fungal peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter's customer service, it was reported that the patient developed fungal peritonitis (date of onset not reported). On (B)(6) 2010, the patient was hospitalized for the fungal peritonitis. Treatment for the fungal peritonitis was not reported. It was not reported whether pd therapy was ongoing. The patient was recovering from the fungal peritonitis at the time of reporting.

Manufacturer narrative:
(B)(4). This complaint was opened to address a patient reaction of peritonitis. Root cause for the peritonitis was not identified due to insufficient information available. Since no sample was available for evaluation, no root cause can be determined through sample inspection. No specific product failures were indicated in the complaint report that could contribute to peritonitis. Since there is not enough information to determine any possible product failure source, no potential causes can be listed. A batch review was performed for suspect lot numbers, with no defects noted. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.